Manufacturer narrative:
An investigation was conducted regarding the malfunction reported by the customer as well as the additional malfunction identified during the inspection, as outlined below. Conclusion ric was unable to determine the root cause of the event. Consideration/probable cause event 1: positive micro test - <10 cfu mixed bacteria. Probable cause of the event, and relation between the event and the device: due to the lack of data, assessment is not possible. After providing the missing information, the case could be reviewed again. ¿product analysis¿ refer to ¿product analysis.¿ labeling review event 1: positive micro test - <10 cfu mixed bacteria. ¿ is the reported risk/harm listed in the IFU? This event is detectable and preventable by handling device in accordance with the following IFU. IFU document no.: rc1749 rev.: 04 section: chapter 1 general policy 'an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.' IFU constitutes a warning against improper reprocessing. ¿ was the device used in accordance with the IFU/label? Ric could not specify whether the device was used in accordance with the IFU from the complaint information. ¿ does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? Ric judged that this event is detectable and preventable by following the IFU, no revision necessary. DHR review ric confirmed that the device had a repair history (see 300231325). Ric also reviewed the repair DHR and verified that the device had been shipped in conformity with the specifications. Therefore, ric concluded that the reported event was not attributable to the repair. Risk review event 1: positive micro test - <10 cfu mixed bacteria. Risk review is not required as a review of the complaint history related to the customer reported event and the device malfunction confirmed that the issue does not constitute a new malfunction or a new hazard. Complaint/CAPA history review CAPA history review event 1: positive micro test - <10 cfu mixed bacteria. A CAPA history review was conducted, and no related CAPA was detected. Complaint history review event 1: positive micro test - <10 cfu mixed bacteria. A review of the trend over the past month confirmed that the occurrence of the event has not increased. Escalation determination event 1: positive micro test - <10 cfu mixed bacteria. Based on the investigation results, it was specified that the event is a known issue already covered by the risk analysis. Therefore, further escalation is not required. Investigator/email address (B)(6)

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.